Event description:
It was reported by customer that the pyxis medstation es system door keeps failing even after recovering. The customer indicated that the user was unable to dispense medication for the patient due to these malfunctions. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station has failed door. A field service engineer found that the harness connector was crimped excessively tight. The engineer replaced the harness, which successfully resolved the issue. The system functioned as intended after the field service engineer serviced the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower door had failed. A field service engineer found that the harness connector crimped too tight. Replaced harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by customer that the pyxis medstation es system door keeps failing even after recovering. The customer indicated that the user was unable to dispense medication for the patient due to these malfunctions. There were no adverse events or injuries reported based on this event.